Event description:
The initial reporter received a discrepant ise indirect na result for 1 patient sample tested on a cobas 6000 c (501) module. The questionable result was reported outside of the laboratory. The result was questioned by the practitioner which prompted a rerun of the patient's sample. The repeat result was deemed correct. The initial result was 159 mmol/l with a repeat result of 140 mmol/l. The sodium electrode lot number and expiration date were requested but not provided.

Manufacturer narrative:
The calibration, qc, pre-analytical data and alarm trace were requested but not provided. The qc was reported to be acceptable. The field service engineer (fse) noted that the rinse nozzles were dripping and that the rinse mechanism was not operating well. The sodium hydroxide (naoh) solution was dripping as well causing a carry-over into the other cells. He also noted that several parts of the ultrasonic mixer and circuit board were not functioning properly. He then replaced the rinse tubing and the defective parts of the ultrasonic mixer and circuit board. He checked the valves and ion-selective electrode (ise) nozzle. He also replaced the squeegees for optimal vacuum performance. He performed a rinse mechanism and level check, a vacuum check, ise checks and other mechanical checks with acceptable results. The customer performed calibration and qc with acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.